Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/80 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: individualized left anterior oblique projection based on pigtail catheter visualization facilitates leadless pacemaker implantation. Journal of arrhythmia. 2021;37:676¿682. Doi: 10.1002/joa3.12540. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding leadless implantable pulse generator (ipg) implantation. The article reports one patient who developed a deep vein thrombosis at the right femoral access site within a week after the implant. The status/disposition of the device is still in use. No further patient complications have been reported as a result of this event.